Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Correction: section h9- the fsca number was inadvertently sent with the previous report. Correction: section a4- the patient's weight was inadvertently omitted from the previous report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that the ipg was able to be recovered. The ipg was functioning properly, and it connected without issue.